Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient received the implantable neurostimulator (ins) for the treatment of bladder issues. The reason for the call was to report they were only dribbling when using the bathroom, and they had to go every twenty minutes. The patient reported they were also up every hour and twenty minutes to use the bathroom since they were only dribbling. They also mentioned they were having leg jumps and getting "jolt in back." They were unsure if it was from the implant or past reconstructive spinal surgery from the past. The patient switched to a different program on the call and confirmed stimulation was in the bicycle seat area and comfortable. They would maintain the stimulation level and continue to track symptoms/leave to assess symptom relief. The patient mentioned unrelated medical history which included spinal surgery.

Manufacturer narrative:
Date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who was implanted for urinary/bowel dysfunction and urge incontinence. They reported that it was unknown if the cause of the 'jolt in back' was determined. The patient 'believed that the surgery agitated the area, and movement of device' most likely caused or contributed to the issue. They stated that they were going to 'see a neurology dr at wvu and get MRI of brain' as a next step to resolve the shocking and leg jumps. It was unknown if those issues were resolved. To resolve the urinary symptoms, they had changed intensity on device itself, but thesymptoms were not resolved. They noted that the device is still in use and no device removal or replacement is planned. [Refer to pe 704959165 for details pertaining to the jolting with previous ins (referenced rtg).]